Event description:
Following induction of anesthesia, the anesthesia gas delivery machine failed with loss of ventilator function and loss of all displayed info. Manual ventilation was still functional. The machine had to be replaced resulting in interuption to the surgical procedure. MFR subsequently replaced defective cpu.